Event description:
It was reported to philips that the system suddenly failed during a procedure and needed several restarts in order to continue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was delayed and completed after multiple reboots. A philips field service engineer (fse) evaluated the system on-site and identified sporadic boot up issue. To resolve the reported issue, the fse replaced the suite pc and installed the software. The system was returned in good working condition and was ready for clinical use. Technical analysis of the system log file was performed, and no errors were detected. The suite pc was returned for further analysis and no failure was observed. The codes were updated based on the investigation outcome.